Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer's allegation that the connection pin attached to the bottom of the light guide cap was disconnected was confirmed. Based on the results of the investigation, it was likely that the event was caused by excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: tip cover glass had deposits, eye piece had corruption, and internal lens had a bad image due to damage. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the rigid endoscope telescope connection pin that was attached to the bottom of the light guide cap was disconnected. The issue occurred during reprocessing of an unknown therapeutic procedure. The patient did not have any implanted devices and the procedure was completed. There were no reports of patient harm or injury.